Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a zerotip nitinol stone retrieval basket, one of the basket wires broke but was not severed. The entire basket was removed in one piece. The procedure was completed with another basket with no complications to the patient, who was reportedly "ok" post-procedure.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1972.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.